Manufacturer narrative:
Bayer quality assurance product analysis received and examined the subject heat maintainer cable assembly that had been removed from the injector head. Visual examination of the returned heat maintainer cable assembly found extensive thermal degradation of the heat maintainer connection system component. Close examination of the injector head connector found evidence of contrast media residue within the circuit path. The cause of the reported problem was an accidental spill of conductive contrast media entering the connection system and creating a current path between the conductors. Photographs of the injector head provided by bayer service were also examined. Visual examination of the photographs confirmed extensive contrast residue with resulting corrosion in several areas of the injector head back panel and connector.

Event description:
The site reported the following: a CT technologist reported seeing a spark and then smoke coming from the injector. The site responded immediately and turned off the system. There was no injury or adverse event reported. No patient was connected to the injector at the time.